Event description:
It was reported that a vns patient experienced an infection after vns implant surgery at the incision sites. At the moment, the cause or cultures of the infection are unknown as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.